Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. The customer required assistance to address the elevated bg with an manual injection. The customer reverted to an alternate method of insulin therapy.